Manufacturer narrative:
Should additional information become available a supplemental record will be filed.  .

Event description:
The dealer stated that both side frames are broken at a weld .

Manufacturer narrative:
Additional/updated information was added to reflect the side frames being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld/tubing was broken at the bottom rear of both side frames. An expanded evaluation was performed. The expanded evaluation report confirmed that both side frames were fractured where the lower frame and upright rear tubes were welded. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that both side frames are broken at a weld .